Manufacturer narrative:
(B)(4).

Event description:
It was reported that when performing induction tests, over current detection was noted. Low, out of range high voltage lead impedance and an alert of possible hv circuit damage were detected. The lead and device were explanted. Patient condition was good.